Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer froze with the hourglass symbol displayed on the screen during a procedure while connected to a high power right ventricular (rv) lead via cables. It was noted that the issue initially occurred while the user was attempting to test the lead to get an rv threshold with the mobile programmer analyzer, so the user was manually decrementing voltage down from 5.0 volts when the application froze. The application started working again, but only for a second and froze again. The patient continued to be paced at high voltage for longer than necessary and began to experience palpitations. It was further noted that the application started working again and the user was able to decrement the voltage down further, but then the mobile programmer was only capturing intermittently when the application froze again. The patient complained of experiencing palpitations because of being intermittently paced. The application generated an error screen indicating either that it was unable to connect with the analyzer or that there was a communication issue. While the application froze and unfroze repeatedly, the left side of the screen boxes where mode and rate were listed (which should have been vvi and 90) had question marks in their respective boxes, even though the mobile programmer was still pacing the patient. In an attempt to resolve the issue the user pressed the home button and closed out the application as it was unusable. Once the mobile programmer application was re-opened and the analyzer re-launched, it started working properly and the user was able to start testing again with no issues. It was noted that the patient experienced palpitations while the analyzer was malfunctioning and pacing inappropriately. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that there was an issue with the mobile programmer, the user display froze. There was also an issue with pacing no capture a loss of communication and missing data. These complaints could not be confirmed based on log files. The most likely root cause was not established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.